Manufacturer narrative:
The manufacturer previously reported a bipap a40 device allegedly was not triggering back up rate breaths and the patient expired. The reporting facility confirmed that the device did not cause or contribute to the patient's death. The device was returned to the manufacturer for evaluation and found that the device operated to specification. The device includes a feature which calculates the back-up rate identified by the customer. This auto breath rate feature of avaps-ae determines the target back-up breath rate based on a minimum 50 spontaneous breaths during the first hour of therapy where at least 75% of the breaths are spontaneous. Where these minimum requirements are not met and the patient's breath rate cannot be calculated, the back-up breath rate is defaulted to 10 breaths per minute. The auto breath rate feature also allows for a short delay in the delivery of timed back-up breaths when the device detects prolonged exhalation. This allowance prevents breath stacking, the delivery of a timed breath prior to the patient completing exhalation. The manufacturer reviewed the patient compliance log. The patient's breathing pattern appeared to be approximately 50% spontaneous breaths, so the back up rate was defaulted to 10 bpm per specification. Approximately 1 hour and 25 minutes into the therapy session the patient ceases all spontaneous efforts and the auto breath rate continues to deliver breaths at a rate of approximately 7 bpm instead of the defaulted 10 bpm. The patient's lack of active exhalation caused a prolonged exhalation. In response, the device to suppressed the rate to 7 bpm instead of the expected 10 bpm to prevent breath stacking. The intended use, found in product labeling, states, "the bipap a40 ventilator is intended to provide invasive and non-invasive ventilatory support to treat adult and pediatric patients weighing over 10 kg (22 lbs) with obstructive sleep apnea (osa), respiratory insufficiency, or respiratory failure. The device is not intended to be used as a transport ventilator, and is not intended for life support. The manufacturer concludes the device operated as designed.

Event description:
The manufacturer received information alleging a a40 bipap device was not providing adequate back up breath rate and the patient expired. The device has yet to be evaluated by the manufacturer. A follow up report will be submitted when the manufacturer has completed the investigation.